Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion" according to the customer: "the medication was infused before of schedule."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: in the history, it was recorded that the user programmed on (B)(6) 2022 the flow of 22.16 ml/h to run in 23 hours. The infusion proceeded as scheduled, however due to an air in line alarm the infusion was stopped and the user acknowledged the alarm and then disconnected the patient. The amount of volume infused was 317.53 ml, a value compatible with the schedule in use. Line air detection test. Result: equipment stopped infusion and alarmed visually and audibly. Approved. Occlusion alarm test. Result: equipment stopped infusion and alarmed visually and audibly. Approved. Test to verify infusion error - parameters: flow 22.12 ml/h and time 23 hours. Result: approved. Programmed volume: 508.7ml - infused volume: 510ml - error: 3%. Note 1: graduated glass beaker used in the (B)(4) test, certificate no. 1431/22. Note 2: administration fee accuracy set ±5% in accordance with iec/en60601-2-24. "The equipment passed the functional tests. Technical complaint of unconfirmed infusion error". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.